Manufacturer narrative:
Previously reported: the manufacturer received information alleging the device backup battery did not kick on and the device died. The manufacturer received information alleging the patient passed away while on the device. The dme did a download and did not see any data from the day the patient passed away. Medical intervention not reported. During the evaluation of the device at the manufacturer's product investigation lab, they were unable to confirm the complaint of the device allegedly not activating and the device not alarming. The devices error log was downloaded and reviewed, and found that the device was not in use at the time of the event in question. The device was manually turned off on (B)(6) 2023 and not turned back on until (B)(6) 2023. The device was tested and passed all relevant test steps. The device operated and alarmed as it should.

Event description:
The manufacturer received information alleging the device backup battery did not kick on and the device died. The manufacturer received information alleging the patient passed away while on the device. The dme did a download and did not see any data from the day the patient passed away. Medical intervention not reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete upon the device's return and evaluation.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.